Event description:
A report was rec'd that a pt's lead had protruded through the skin behind her ear. The pt underwent a revision procedure, and the lead was replaced. The pt was reportedly doing well following the revision procedure.